Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: * capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade IV", confirmed through ultrasound. This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported "capsular contracture baker grade IV", confirmed through ultrasound. This record is for the right side. Device was explanted and replaced with another manufacturer's device.